Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. A lumbar catheter connected to the extension line with the f5 luer lock connector was received, with the eds burette. No traces of suture nor of glue were noted on the catheter/connector junction, while suture was present on the suturable tubing clamp mounted on catheter. Components involved in the complaint: connector and lumbar catheter, are within specifications. The lumbar catheter is extruded at integra neurosciences implants and controls include : diameters verifications on each lot and at final quality controls, resistance to elongation and visual inspections. No traceability information was available: device history records review was performed on the 5 lots of ref 910120a (kit with external drainage set ref 910110a and of lumbar catheter accessory kit ref 910121) shipped to the hospital on the last 6 months: these reviews did not detect any anomaly that could explain the reported disconnection. These lots included a total of 500 products, and no similar complaint was received for a product from these lots. The connector lot 3027000 included 20,000 pieces at reception, all have been included in devices shipped from the manufacturing site. The complaint is not verified by the investigation. The exact cause of the disconnection could not be determined by the investigation; at reception, catheter was not sutured as required by the instructions for use, and this could be a cause of the reported disconnection. Since no similar complaint was received with products from the involved lots, given the manufacturing controls, no further investigation nor corrective action is deemed required.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the 910120a lumbar drainage set was disconnected several times at the transition point between the part with white rubber and the part made of firmer material (transparent lead). As per customer, "the drainage could be brought together again at the transition point with great effort. In addition, doctors tried to fix the drainage with thread at this point and to additively glue it, with only short-term success. The installation was generously fixed so that as far as possible no train came on the system. The patient is adequate and takes great care". The device was being used on a (B)(6) year old female patient. It was unknown if the patient was injured or if the event led to an increase surgery time. Additional information received on 05aug2020 indicated that the medical staff discovered that the system was disconnected and they fixed it before leakage occurred. The date of the event was on (B)(6) 2020.